Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a gradual loss of hearing benefit with the device. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by repeated external mechanical impacts, was determined to be the root cause of device failure. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient reported a gradual loss of hearing benefit with the device. There was no accident or trauma reported. The recipient was re-implanted.